Event description:
Related manufacturing ref: 3005334138-2022-00468. During a paroxysmal supraventricular tachycardia (psvt) ablation procedure, air was aspirated into a syringe that connected to the extension port of the sheath. Although several aspirations were attempted, air was still noted. The sheath set was replaced however, and air was again aspirated. A third sheath used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One 6.5f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.